Manufacturer narrative:
Device evaluation: rupture: observed opening posterior side assessed as fold flaw opening. Lump/nodule: unable to observe as it is a medical event not related to the device. Silicone migration: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases fold on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
An ultrasound and mammogram identified "lumps in my breast indicating silicone in my lymph nodes" and "the casings of the implant are breaking down." Patient later reported pain and "concerned this pain will not go away". Healthcare professional later reported capsular contracture grade baker grade iii and implant rupture. This relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported, left-side "faulty" implants. Later, patient reported, "lumps in my breast indicating silicone in my lymph nodes" and "the casings of the implant are breaking down." The device remains implanted.

Event description:
An ultrasound and mammogram identified "lumps in my breast indicating silicone in my lymph nodes" and "the casings of the implant are breaking down." Patient later reported pain and "concerned this pain will not go away". Healthcare professional later reported capsular contracture grade baker grade iii and implant rupture. This relates to the left side. The device has been explanted and replaced.